Event description:
The customer reported that the insulin pump alarmed motor error during basal. Troubleshooting was performed. Ran a displacement test twice and failed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be draw at this time. Further information will follow once the analysis has been completed.